Manufacturer narrative:
The device was received by resmed, (B)(4) and is currently being returned to the resmed investigation team located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to a tear in the acucare high flow nasal cannula (hfnc). The torn cannula was replaced with a new cannula and the patient's oxygen saturation returned to normal. The tear in the mask tubing resulted in no harm to the patient.

Manufacturer narrative:
The acucare high flow nasal cannula was returned to resmed for an investigation. Visual inspection confirmed the reported tear in the acucare high flow nasal cannula. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was the overall membrane thickness in older product design. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to a tear in the acucare high flow nasal cannula (hfnc). The torn cannula was replaced with a new cannula and the patient's oxygen saturation returned to normal. The tear in the mask tubing resulted in no harm to the patient.